Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that the distal anode ring of the subject lead was found displacable prior to the implant attempt. Furthermore, it was indicated that the protective capsule of the distal tip had dissolved because the lead tip was soaked in saline, and some blood had adhered to the lead because it was handled with bloody surgical gloves after it was decided not to use the lead.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported that the distal anode ring of the subject lead was found displacable prior to the implant attempt. Furthermore, it was indicated that the protective capsule of the distal tip had dissolved because the lead tip was soaked in saline, and some blood had adhered to the lead because it was handled with bloody surgical gloves after it was decided not to use the lead.